Event description:
It was reported that the patient received 3 uncommanded boluses (ucb) on (B)(6) 2026. The patient received the first ucb of 1.25 iu with 9 g of carbohydrates at 10:16 am. At 10:28 am, the patient received the 2nd ucb of 8 iu, when the blood glucose level was 78 mg/dl. At 10:44 am, the patient received the third ucb of 8 units, with a blood glucose level of 64 mg/dl. The patient had the omnipod 5 personal diabetes manager (pdm) on their pocket at the time and reported the manipulation of the pdm by people around him is impossible. It was reported that at 11:03 am, the patient's blood glucose level dropped and the pdm displayed "low." The patient was then given oral sugar by those around him (sugar cubes, coca-cola, cookies). Despite this, the rise in blood glucose was difficult, with another "low" occurred at 12:14 pm after a slight, transient improvement. It was also reported that the pdm malfunctioned when they attempted to transfer the log data for investigation, the pdm screen went completely black, then white, then the pdm needed to be restarted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.